Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported the device exhibited unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.